Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Device evaluation: upon completion of the investigation it was noted that the position of the cam when valve was received was 30mmh2o. The valve was visually inspected: no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water: no occlusion was noted. The valve was dried. -the valve was leak tested and no leaks were noted. The valve was tested for programming and passed the test. The siphon guard was removed for the pressure test. The valve was then pressure tested and passed the test. A review of the history device records confirmed the valve product code 82-3842 with lot clgcb9, conformed to the specifications when released to stock on the (B)(6) 2010. The problem reported by the customer could not be duplicated in the laboratory setting. The valve functioned as expected. At the present time this complaint is closed. Trends will be monitored for this and similar complaints.

Event description:
The device was implanted via v-p shunt to the patient with subarachnoid hemorrhage (B)(6) in 2012. Doi and the initial setting pressure are unknown. After implantation, it was found that the ventricles of the patient¿s brain became large and fluid did not flow through the device well even after flashing. The surgeon suspected the occlusion of the valve (sg part) through contrast radiography and conducted a revision surgery on (B)(6) 2014. The device was replaced by the same new product at 30mmh2o. It was reported that debris was stuck in the distal part of the removed valve. The patient is being followed.